Event description:
It was reported that during follow-up in clinic, high capture threshold was noted on the patient's right ventricular (rv) lead. No intervention was performed. The patient's condition remained stable.